Event description:
No further event information available at the time of this report. Tooth location 10.

Manufacturer narrative:
Similar complaints for implant infection have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of nonconforming product. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. DHR review was completed for the subject lot numbers (63300873). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lots were inspected and passed all acceptance criteria by qa. Sterilization records were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot numbers (63300873) for similar event and no other complaint was identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that an implant (tsvh13) was extracted due to infection at tooth location 12.